Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s spouse called to report that the patient¿s lead was broke. The right ventricular (rv) lead was found to have high out of range impedance. The lead was suspect of a fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.